Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted as during implant procedure, it had to be repositioned several times due to failure to capture, high pacing impedance within normal range and high capture threshold. The lead was removed prior to pocket closure and another lead was successfully implanted in the same position. The patient was discharged home and there were no additional adverse patient effects. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of failure to capture, pacing impedance high within normal limits, high capture thresholds and difficult to position.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted as during implant procedure, it had to be repositioned several times due to failure to capture, high pacing impedance within normal range and high capture threshold. The lead was removed prior to pocket closure and another lead was successfully implanted in the same position. The patient was discharged home and there were no additional adverse patient effects. The lead is expected to be returned for analysis. The lead was returned for analysis.